Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 29aug2019. The product support engineer (pse) confirmed the reported problem. The customer advised that they adjusted the prv and the unit passed but that now with the cover on the unit fails the patient wye block test. The pse advised customer to use just a single tube with no connectors form the inspiratory to the exhalation port. The customer did as advised and reported the inh pressure transducer is reading 146.3 cmh2o. Exh is reading 4.2cmh2o. The pse advised the customer to open the unit up to see if the est passes and verify no tubing is kinked and to readjust the prv pressure and reinstall the top cover taking care not to crimp the inhalation or exhalation pressure tubes. This resolved the issue. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
Caller reports that initially the extended self test (est) was failing for the pressure relief valve (prv). The customer reported that there was no patient involvement.